Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient forgot how to increase the stimulation and he left the implantable neurostimulator (ins) run down but was able to charge the ins back up. Patient stated that he was wanting help to increase stimulation. Patient was walked through syncing with the patient programmer to the ins and the patient was seeing a warning power on reset (por) message. The meaning of the por message was reviewed and patient stated that he saw the message the day prior to the report. Patient was redirected to the health care provider (hcp). No patient symptoms reported.